Event description:
The customer reported when the subject device was connected, a message was displayed to check the connection and the ultrasonic image would not appear. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to the legal manufacturer for device evaluation and investigation. During inspection and testing, the reported issues were confirmed. There was no ultrasonic image, and an error message was displayed. The device was checked externally, and no abnormalities were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The power supplied from the ultrasonic observation device to the probe drive unit is limited. When the current consumption increases, the ultrasonic observation device determines that there is an abnormality in the ultrasonic probe and stops rotating and displays a us6402 error. This is a specification of the device. When the operation of the returned device was checked, the probe drive unit during ultrasonic scanning rotated faster than usual, and after continuing to rotate for about 1 second, an error was displayed and rotation was stopped. Therefore, it can be determined that there was an abnormality in the section related to the ultrasonic probe of the device. Considering the behavior of the device, the power supplied to the probe drive unit is controlled by a gf-um2000 servo board. Therefore, based on the results of the legal manufacturer's investigation, it is very likely that the current consumption increased due to an error in the servo board, resulting in an increase in the rotational speed of the probe drive unit. The root cause of the servo board error could not be identified. However, since the servo board has been in use for approximately 15 years, an error may have occurred due to aging of the servo board, causing an increase in the current consumption of the probe drive unit, resulting in the indicated phenomenon. The device's operation manual instructs the user that when an abnormality occurs, do not use the device, and contact the endoscope consultation center, the designated service center, or the branch or business office. Olympus will continue to monitor field performance for this device.